Event description:
An angio-seal evolution device was successfully deployed following a diagnostic catheter procedure. A pre-deployment angiogram was performed. Approx eight hours post procedure, the pt complained of pain and bleeding was noted at the puncture site. Attempts to achieve hemostasis with manual compression were unsuccessful. After a consultation with the cardiologist, the pt was sent to surgery. During surgery, the surgeon did not visualize the angio-seal device. The surgeon sutured the puncture site shut, and a blood transfusion was performed. The pt expired due to an unk bleeding complication. The pt was part of a blind study comparing heparin and a new anti-coagulant drug. There will be no autopsy performed. There is no additional info available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) states if pts have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.